Manufacturer narrative:
(B)(4). The reported issue was not confirmed. Device was fully tested and calibrated during evaluation. The root cause of complaint was not determined. Device worked like intended during evaluation. A service history review revealed that no issues were identified that may have contributed to the reported problem.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter to report that a burning smell was coming from the homechoice (hc) machine during use. A swap of the hc machine was arranged. There was no patient involved.